Event description:
It was reported, that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin, during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported, that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 321 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.